Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance during the fill process. Customer's blood glucose level was 178 mg/dl. Reportedly, after multiple attempts customer was able to reinsert the syringe needle and successfully fill the cartridge.